Event description:
It was further reported that the patient received help from their hcp or a company representative on (B)(6) 2012 and had no further concerns.

Event description:
Additional information received reported that the cause of the lack of effect was a programming error. The patient met with a company representative who reprogrammed the device. The patient was fine and had good coverage.

Event description:
It was reported that the patient experienced a loss of therapeutic effect, starting (B)(6) 2011. When the patient exerts pressure (stated as "presses hard") on the neurostimultor he feels stimulation, but when the pressure is released he does not have pain relief/stimulation sensation. The patient thought that it was a wire issue. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model 7435, serial# (B)(4), extension: model 7495lz51, serial# (B)(6), implanted: (B)(6) 2002, explanted: na. Extension: model 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, explanted: na. Lead: model 3998, lot# la1674, implanted: (B)(6) 2002, explanted: na.